Manufacturer narrative:
(B)(4). One mini titanium vital port was returned along with a catheter lock and two segments of catheter tubing (5.5 cm and 48.5 cm). A visual inspection was performed on the vital port body, which confirmed that the septum was used and the suture holes showed no signs of use. The catheter was observed under magnification, and burnishing was observed on approximately one third of the catheter's diameter at the fracture site. A dimensional verification was performed on the returned components, which confirm that they were manufactured to internal specifications. The presence of burnishing confirms that chronic wear over time contributed to the catheter fracture. It appears the suture holes were not used, which could cause the port to "float" within the body and place pressure on the catheter. Comments received from the customer indicate the vital port was implanted in the upper arm and the distance to the fracture site matches the distance from the port to the elbow passage. While the comments do not indicate an improper implantation technique, the implantation site should be reviewed against the IFU to ensure the suggested guidelines were followed.

Event description:
Catheter torn apart from miniport and travelled along the artery in the bend of the elbow requested.